Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl with threshold suspend. The customer had sensor glucose reading of 60 mg/dl. The customer as advised of the differences between sensor glucose versus blood glucose differences. The customer treated the low reading with breakfast. The customer stated that she has gone through 4 sensors and had bent cannulas. The customer will get her defective sensors replaced.